Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the plate is broken close to the 3rd hole furthermore, on several areas of the plate are deep scratches and impression marks which were caused most probably from the bending tool. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: feature: thickness 3.0 mm (measured at the next intact crossover) per relevant drawing. Result: pass feature: width 8.mm (measured at the next intact crossover) per relevant drawing. Result: pass drawing/specification review: the manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Furthermore, as indicated in the manufacturing documents, the correct material ti-cp grade 4 was used according iso5832-2. The broken surface is homogenous what indicates material conformity as well. Summary: the complaint condition is confirmed as the plate was found broken. There was no information provided which bending tool was used, also how the tool was used is unknown. The several very deep nicks in a short distance next to the breakage indicate that the plate was exposed to high forces in this area. Also there are deep nicks on both sides of the plate in the fracture area, while on other contoured places the nicks are only on one side. This is a indication for back and forth bending and as stated in the surgical technique should reverse bends be avoided as this weakens the plate and can finally lead to a breakage. We conclude that the complaint condition is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities h6: a device history record (DHR) review was conducted: part: 04.112.006s lot: 6l87972 manufacturing site: selzach supplier: release to warehouse date: 22 april 2020 expiry date: 01 apr 2030 since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 04.112.006 lot number: 45p7429 part manufacture date: 09-mar-2020 manufacturing location: elmira part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcp sup ant clavicle pl w/lat extn 3h/rt/69mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for clavicle fractures. During the surgery, while the surgeon was bending the plate about three times, the plate got broken into two. The surgery was successfully completed without any delay. The patient condition was stable. Concomitant device reported: unknown bending plier: (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device. This report is for (1) 3.5mm ti lcp sup ant clavicle. Pl w/lat extn 3h/rt/69mm. This is report 1 of 1 for (B)(4).